Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon went to use the device and found it faulty. The product would not open and close. No added details were supplied. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.